Event description:
During bowel resection for rectal cancer, failure of reticulating 55mm autosuture stapler to fire staples resulted in hand-sewn anastomosis at a distance of 6cm from the anal verge. An (unplanned) diverting loop ileostomy was performed to allow this hand-sewn anastomosis the best chance to heal. The patient spent one night in the ICU, fortunately was well enough to go home on post operative day six.